Event description:
It was reported that during a diep flap procedure, the clips were cutting the vessel. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the instrument was returned in good physical condition. The multiple clip applier was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.